Event description:
The customer reported that their defibrillation hard paddles assembly no longer functioned. Specifically the paddles assembly was unable to charge defibrillation energy. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). The customer reported to physio-control that they have replaced the hard paddles assembly and observed proper device operation through functional and performance testing. The device was then returned to the end user for use. The device was not returned to physio-control for evaluation.